Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use the staff experienced a valve controller failure. As a result, the iabp exchanged. The new iabp working without issue and the patient was meeting goals of therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). No iap part was returned to teleflex chelmsford for investigation. The reported complaint of "system error 3 alarm" was confirmed by the teleflex field service engineer. As a result, the power supply was replaced. If the part is received at a later date, an investigation will be performed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "system error 3 alarm" was confirmed by the teleflex field service engineer; however, the returned power supply and m-force assembly passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the iap serial and lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use the staff experienced a valve controller failure. As a result, the iabp exchanged. The new iabp working without issue and the patient was meeting goals of therapy. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon pump (iabp) was in use the staff experienced a valve controller failure. As a result, the iabp exchanged. The new iabp working without issue and the patient was meeting goals of therapy. There was no report of patient complications, serious injury or death.